Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and the procedure was completed by restarting the device. The philips field service engineer (fse) inspect the system onsite and confirmed that the due to handwriting pedal problems, sometimes it does not deliver rays, pressing a few times after part. During troubleshooting, fse found that the device's wired footswitch was intermittently not triggering x-rays. Actual cause was found to be issue with the defective pedal. Fse replaced handwriting/scopy pedal. After replacement the system was returned to use in good working order.the defective part was returned for analysis and investigation concluded that cable was damaged, pedal was missing several screws and also there was paint damage.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the device's wired footswitch was intermittently not triggering x-rays. The system was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the footswitch which returned the device to expected functionality.